Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Damage was visible to the ratchet arm which is consistent with attaching a non mayfield equipment (such as a medtronic stealth arm) to the large starburst. This may result to the reported complaint. The arm functioned properly when a mayfield adaptor was attached. Minor repair was needed to the ratchet arm, all other components were functional. Device history record reviewed for with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Device identifier number: (B)(4).

Event description:
A company representative reported on behalf of the customer that an a1114 mayfield infinity skull clamp unit was not holding when attached to a patient. The date of the event was not specified. It was unknown if there was patient injury or surgery delay. Additional information was received on 03/25/2019, indicating that the resident applied the skull clamp in a normal fashion and it "ripped" apart with the patient's head in the clamp on (B)(6)2019. There was no injury noted on the (B)(6) year old male patient. There was a 15 minute surgery delay due to the product problem.